Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and supris-suprapubic sling system was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) it was reported that mesh was implanted on (B)(6) 2012, due to stress urinary incontinence, cystocele, rectocele, vaginal prolapsed. Following insertion the patient experienced pain, erosion, exposure, urinary/bowel problems, infection,neuromuscular problems, dyspareunia, adhesions and vaginal scarring. It was reported that patient underwent lysis of adhesions due to recurrent stress urinary incontinence, pelvic pain and pressure on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that at the time of mesh implantation the patient underwent the concurrent procedures of diagnostic laparoscopy, robotic vaginal sacrocolpopexy, placement of on-q, mid urethral sling with mesh, and cystoscopy.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.